Manufacturer narrative:
Device manufacturer city - cartago or haina address - cartago: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago, costa rica 30106 or carretera sanchez km 18.5, parque industrial itabo, piisa, haina san cristobal, dominican republic should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of one clearlink system continu-flo solution sets leaked via the unconnected luer locks. It was further reported that the center core of the valve was sitting up above the hard plastic. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.